Event description:
It was reported that upon interrogation, the autocapture trend graph showed a sudden increase to maximum output in 2008. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.